Manufacturer narrative:
Findings: pump had blank display. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 135 mg/dl. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. Customer insulin pump was making loud noise, battery was removed but the issue reoccurred. Customer stated there was no physical damage on the insulin pump. Customer stated the insulin pump was exposed to sweat. Customer was using aaa energizer battery; new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer also reported restart alarm twice. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.